Manufacturer narrative:
Investigation found that the clutch spring failed to deployed due to the spring latch not releasing it. The spring latch was observed to be misaligned which resulted in the clutch spring not deploying. The failure of the clutch spring to deploy due to the spring latch being misaligned prevented insulin from being delivered properly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 500 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied and 12 units of insulin was administered utilizing an insulin syringe.